Event description:
(B)(6) clinical study (B)(4). It was reported following an index ablation procedure was completed on (B)(6) 2021 with an intellanav mifi open-irrigated catheter. On the (B)(6) 2022, the patient presented with symptomatic pericardial effusion with fatigue, dyspnea and mild chest discomfort on (B)(6) 2022 and they were admitted to the hospital. They were prescribed colchicine and ibuprofen. An echocardiogram was performed on (B)(6) 2022 which indicated there was a moderate left pleural effusion that required a thoracentesis. The thoracentesis was performed on (B)(6) 2022 and the patient was then discharged on the same day. The catheter is not expected to be returned for analysis as it was disposed of after the procedure, before the complication was known.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.